Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) a little over 5 years post implant. The caller felt this was sooner than expected. The device was explanted and replaced. The device is being returned for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.